Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained post-paced t-wave over-sensing. No programming changes were made. There were no patient consequences, and the patient will continue to be monitored.

Event description:
Additional information notes that more episodes of post-paced t-wave oversensing have been seen. No changes or intervention were reported. There were no patient consequences.